Manufacturer narrative:
(B)(4). Approximate age of device - 77 days. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2017 that the estimated pump flows were ranging from 2.7-7.2 lpm with patient position changes. The patient was reported as asymptomatic. On (B)(6) 2017 it was reported that the patient had continued to have flow estimation variability from 2.6-7.1 lpm, and that the flow estimations were associated with intermittent power elevations. The patient was moved up on transplant list due to these changes and received a transplant on (B)(6) 2017.

Manufacturer narrative:
The explanted pump was returned assembled with the driveline cut 0.5 inch and 12 inches from the pump housing. The distal end of the driveline was not returned. Evaluation of the returned pump revealed depositions of denatured, fixed blood in the interior of the outflow graft. The consistency of the depositions suggest that the explanted pump may have been treated with a fixative agent (e.g. Formalin, formaldehyde, paraformaldehype) before being returned for evaluation. Similar depositions of denatured, fixed blood were found in the outlet elbow and outlet stator. Although a root cause for the presence of the observed depositions could not conclusively be determined through this evaluation, the account communicated the patient was transplanted. The observed depositions lacked laminated layering and were loosely seated, suggesting that they resulted from blood remaining within the device post-explant. Additionally, the proximal side of the rotor revealed pink, firm, tissue-like depositions. The depositions¿ lack of laminated layering indicated that they did not develop at this location. In addition, the origin of the depositions and the duration of presence in the pump could not be conclusively determined. A correlation between the observed depositions and the reported power and flow elevations, and low flow event captured in the submitted log file, could not conclusively be determined. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.